Manufacturer narrative:
Product ID 37743 lot# serial# (B)(4). Product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said their programmer was no longer connecting to their ins. Pt said it was connecting about 3 weeks ago however, when they tried yesterday it was not connecting. Pt tried using the antenna from their other programmer that was working and new batteries which did not resolve the issue. Pt tried connecting to their ins without any antenna attached while on the call and received the poor communication screen. Additional information was received from the pt. Pt called back stating they were sent a new patient programmer, but they could still not connect to their ins. Patient services (ps) understood pt was getting poor communication. The pt did not have their equipment present but indicated that they had two ins and their other ins works. Pt tried to connect their new programmer to their ins with and without the programmer antenna, but it did not work. Pt said it worked a month ago and the pt had no recent falls or traumas. Ps provided pt nas phone number and redirected pt to their healthcare provider (hcp). Additional information was received from a manufacturer representative (rep). The rep reported that pt had been sent new programmer after not being able to connect to their implantable neurostimulator (ins). Rep reports new controller also will not connect, and that rep cannot connect to the device using clinician programmer. Rep reports programmer showing poor communication screen when attempting to connect. Longevity calculation with pt's current settings show estimate >120 months, and while ipg is >9 years from implant date, but pt does not remember seeing eri/eos. Additional information received from a manufacturer representative (rep). It was reported the patient's ins was dead, could not connect using the tablet and they were scheduled for replacement.